Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention after their personal diabetes manager (pdm) failed to connect to 3 pods. The patient was hospitalized and still in the hospital at the time of the call. Blood glucose levels were not provided and the pods were not worn. At the hospital, the patient was given a saline solution and a manual insulin injection. This report is for the pdm.